Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage and a stent dislodgement occurred. The target lesion being treated was located in the severely tortuous and calcified circumflex (cx) artery. The physician had successfully deployed two unspecified stents in the cx. While attempting to advance the 2.24x12mm taxus atom difficulty was encountered and it was noted that a stent strut bent and the stent dislodged from the delivery device. The physician "backed the wire out" and was unable to visualize the stent. The physician used another wire and balloon and the stent was located in the left main. The balloon was inflated against the dislodged stent in an attempt to retrieve. The guide catheter, the wire, and balloon were removed, however the dislodged stent remained in the left main. The physician re-wired the left main and removed the dislodged stent. The procedure was completed with medication. No further patient complications were reported and the patient's status is fine.